Event description:
On (B)(6) 2025, the user reported receiving an "alert 38" while using a teflon inset 6 mm 23 in infusion set. The user had not changed supplies for 4¿5 days. The agent advised completing a full supply change, which the user performed. The highest blood glucose (bg) recorded was 327 mg/dl. After changing supplies and having a snack, blood glucose (bg) decreased to 305 mg/dl and later returned to range. The user's blood glucose (bg) was corrected after supplies were changed and ilet insulin dosing resumed. No symptoms, outside assistance, or medical intervention were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.